Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of a 26mm sapien 3 ultra in the aortic position by transfemoral approach. During the procedure, 24.5cc was added to the atrion syringe (inflator device). The valve was successfully deployed and the syringe pulled onto negative and locked. The delivery system was unflexed and pulled down to the descending aorta. When the balloon of the commander delivery system reached the esheath tip got stuck, it was noticed some contrast in the balloon. Negative withdrawal on the syringe was performed again and the syringe was locked. Blood was noticed entering the syringe plunger. Then, it was attempted to pull the balloon through the esheath and some resistance was felt. Despite the resistance, the withdrawal was completed. The esheath "split" and the delivery system tip and balloon exited the esheath about 8cm from the esheath distal tip. A 16fr cook sheath was placed. A manta closure device was deployed and hemostasis was achieved. There was no distal flow down the leg due to a dissection. The dissection was located above the puncture site and was caused by trauma of the esheath removal. The vessel was ballooned from the contra lateral side and flow was restored. The patient recovered well. As per medical opinion, the root cause of the event was that the balloon got stuck on the esheath tip and that caused it to 'bunch up' as per the attached images. There may have been blood in the balloon that contributed to it not being fully emptied that added to the difficulty. Per pre-decontamination evaluation, the balloon was torn at the I/c bond.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: the distal end of the delivery system was observed caught in the sheath liner. Separation was observed at the inflation/crimp balloon bond. The wings were flared. Double-wall thickness measurements of the crimp balloon were taken, the measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints withdraw difficulty and balloon torn were confirmed based on evaluation of the returned complaint device and provided imagery. A manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''when the balloon of the commander delivery system reached the esheath tip got stuck, it was noticed some contrast in the balloon. Negative withdrawal on the syringe was performed again and locked the syringe, blood was noticed entering the syringe plunger.'' Evaluation of the returned complaint device revealed a I/c bond separation. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during withdrawal may result in crimp balloon tearing prior to successful withdrawal of delivery system. As reported, the valve was able to deploy successfully and ''contrast in the balloon'' was noticed during withdrawal, suggesting the tear did not occur until during delivery system withdrawal. Residual fluid left in the balloon after deflation, increases the balloon diameter and interferes with the sheath liner during withdrawal and can contribute the reported withdrawal difficulties. As a result, any additional manipulation and/or increased withdrawal forces can lead to the separation. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (residual fluid, excessive manipulation) may have contributed to the reported event. No manufacturing non-conformances were identified during evaluation. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in product risk assessment (pra). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10471.